Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead showed a fracture that was noted incidentally while in hospital. The device notified a lead safety switch (lss) due to pacing impedance high, out of range. The patient was not symptomatic. At the present there is no plan for corrective actions. Actually the device is pacing in unipolar configuration with atrial pacing and ventricular sensing. There were no pauses noted. No adverse patient effects were reported.